Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, g5 devices are not approved to be used in jamaica. The customer was advised to return the device and purchase a device approved to be used in jamaica. Service was declined to return the device to zoll for further evaluation since the device was purchased through unapproved sales channels. Analysis of reports of this type has not identified an increase in trend. The g5 operator's manual advises users of the appropriate operating and storage conditions for temperature and humidity of the device.